Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the event is not related to device function.

Event description:
It was reported that the patient had an infection at the generator site and the area was swollen. The surgeon drained the infection and gave the patient antibiotics. Review of the device history record confirmed sterilization of both generator and lead prior to distribution and that both the generator and lead passed all inspection criteria prior to distribution. Additional information received from a company representative reported that the infection was actually more of a hematoma and that it was almost completely healed at this point and the managing neurologist has begun the vns titration process. No additional relevant information has been received to date.